Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
As reported: "this is a revision of an older mets proximal femur which has been broken".